Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge and the issue persisted. Customer declined further troubleshooting. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.